Manufacturer narrative:
The reported events of cardiac perforation and unable to implant were not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The tip stiffness test was performed and all values were within specification. Visual and x-ray examination of the lead were normal. Electrical testing of the lead was normal.

Event description:
Related manufacturer reference number: 2017865-2024-72414, 2017865-2024-72416. It was reported that the patient presented for an implant procedure. During the procedure, after implanting the right ventricular (rv) lead, it was noted that the lead exhibited high capture thresholds. The lead was not used and another lead was implanted. While attempting to implant the right atrial (ra) lead, it was noted that the lead was unable to be fixated in the right atrium. The lead was not used and another ra lead was attempted to be implanted but was also unable to be fixated in the right atrium. It was then noted that the patient experienced discomfort. Angiography was performed and revealed a perforation of the superior vena cava. The atrial implant was abandoned. The patient was in stable condition.